Event description:
It was reported that md prepped iab per instruction. After inserting iab into patient, iab was connected to pump. The pump was switched on and emitted kinked catheter alarms. As a result, md looked at iab under fluoroscopy and found it was not inflated. Md requested another pump, and the same event occurred. The md requested another iab and connected it to the pump successfully. There were no patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.